Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 6 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted on (B)(6) 2017, and that surgical debridement was performed on (B)(6) 2017. The patient was discharched on (B)(6) 2017 post-debridement surgery. On (B)(6) 2017, patient was readmitted to the hospital due to bleeding from the wound vac at the driveline debridement site. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported infection and bleeding at the driveline exit site could not be conclusively determined. Infection and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.